Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power test, basic occlusion test, and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No blank display was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a motor error. The insulin pump had fallen on the floor, the battery and reservoir was changed and while the cannula was filled, the motor error alarm occurred. The blood glucose reading was 382 mg/dl. The insulin pump was not exposed to a strong magnetic field. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis.